Manufacturer narrative:
Correction - contact office address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported that about half inch opening in one wafer appeared off centered. She also reported decrease in wear time to one day with leakage and skin irritation. She reported dips in skin near her stoma which she filled with paste or rings. No photo is available at this time since she had disposed of packaging and boxes.